Manufacturer narrative:
The customer's complaint was confirmed. The implant had not been completely cannulated during the manufacturing process. No action is necessary at this time. This is the first complaint received for this part number, and there is no more of this lot in stock.

Event description:
It was reported that the implant was not cannulated. The surgery was delayed over 30 minutes, however, no adverse consequences with the pt resulted from this event. This device is used for treatment.